Manufacturer narrative:
Despite reasonable attempts lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date. Although it hadn't been reported how the procedure was completed, no report of patient complications as a result of this event were received. A lumenis engineer and technical expert evaluated the subject device and during his evaluation did not come across any un-requested loss of power to the system, however an air compressor control board was ordered as it was suspected to be the likely trouble source. The engineer returned and replaced the air compressor control board and the fiber focus assembly. After the engineer cleaned, aligned and calibrated the system, the laser was returned having met manufacturers' specifications, ready for operation. A review of the system's historical service records revealed that the system was installed at the user facility on 15-jul-2002. The system had its last annual preventative maintenance, performed by a lumenis-certified service engineer, on 5-apr-2017 and the device was cleaned, aligned, and calibrated according to specifications and configurations established by the manufacturer. Although a cause for the reported failure could not be established, based on the age of the system it is likely that the failure was due to 'normal wear'. Should new information become available a supplemental MDR will be submitted.

Event description:
A user facility reported that their lumenis powersuite 20 w laser system would not 'recognize fibers' and then go into standby during a case. Although it hadn't been reported how the procedure was completed, no report of patient complications as a result of this event were received.